Event description:
It was reported a spectrum pump's door would not fully latch. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition, door would not fully latch, was confirmed through eval. The eval was able to produce a door not fully latched alarm when attempting to load a set and lose the pump door. This condition was determined to have been caused by a missing upper link switch. The upper auxiliary assembly, including the upper link switch, was replaced.